Event description:
Device 2 of 3. Ref MFR report: 1627487-2012-13222, and -13224. It was reported the pt was not receiving effective therapy from her scs system. Surgical intervention is scheduled for a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.